Event description:
The customer obtained a failed calibration for vitros tsh while using the vitros eci immunodiagnostics system. Signal reagent probe contamination was observed. Biased results related to signal reagent probe contamination may lead to inappropriate physician action. There was no report that patient samples or quality control results were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a failed calibration attempt of vitros tsh reagent on the vitros eci analyzer occurred. Residual dried signal reagent present on the outside of the sr probes can re-hydrate and alter the sr reaction causing suppressed light units within the well. This causes false low results for the tsh assay. The assignable cause of the unsuccessful calibration of vitros tsh reagent is contamination of the signal reagent in the reaction well. After cleaning the sr dispense probes, an acceptable tsh calibration was obtained. User error regarding routine maintenance of cleaning the sr probe cannot be rule out as a contributing factor as not substantial evidence was presented indicating that maintenance was being performed.